Event description:
On september 28, 2006 the lay user/patient contacted lifescan (lfs) alleging the one touch basic meter would not power on. On october 4, 2006 the medical affairs specialist (mas) spoke with the patient to obtain and verify information. The mas also reviewed the recorded telephone call. On an unspecified date during the week of september 17, 2006, in the afternoon, the patient noted the reported meter would not power on; the patient was unable to obtain a blood glucose reading. At that time, the patient was experiencing the symptoms of lightheadedness and 'feeling weird.' Following the use of the meter, the patient administered self-care by drinking orange juice, and felt better afterwards. The patient scheduled an office visit with her physician. The patient's blood glucose level was tested to be 'fine' in the physician's office, specific result unk. The patient received no treatment. Prior to the onset of symptoms, the patient had eaten meals, but stated she had not eaten enough. The patient controls her diabetes with diet only; she takes no medications. The mas confirmed by reviewing the recorded telephone call that the patient had not successfully used the meter 'for a few weeks.' The patient tests her blood glucose level twice per day. The customer care advocate (cca) determined during the troubleshooting telephone call that the patient had not replaced the meter's battery according to manufacturer's recommendations, and the meter had suffered no trauma. According to the owner's manual for this meter, the expected battery life is approximately one year. The meter, test strips and control solution were replaced. Although the patient had not replaced the battery, she was unable to obtain a blood glucose reading on the reported meter, while experiencing symptoms suggesting hypoglycemia. The patient self-treated with food to resolve the symptoms. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.